Manufacturer narrative:
Date of death and date of event approximated since unknown.

Event description:
It was reported that a cerebrovascular accident and thrombus occurred and the patient died. A left atrial appendage (laa) closure procedure was performed over three years ago and a watchman laa closure device was implanted. At an unknown time recently, the patient presented to the hospital with a stroke and a thrombus on the device was noted. The neurologist thought the stroke was due to small vessel disease, and was concerned of bleeding complications by putting the patient on stronger oral anticoagulant medication. One month later, she suffered another stroke and passed away.